Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cables had issue. A field service engineer upon arrival at the anesthesia machine, no drawer or hardware failures were found. Then reset all sensor cables and solenoid cables on the half-height drawer. Functionality was verified through the hardware test application for drawers 2.1 and 2.2, and both passed successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es system, drawer was failed and it required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.